Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v610572, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. (Omitted information from (B)(4): scs device) the patient mentioned their wire became loose from their previous system. They didn't remember any other details. Their healthcare provider removed the system and implanted a newer one. No patient symptoms were reported. No further complications were reported or anticipated.